Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump is not recognizing the cassette¿ was confirmed through 20ml accuracy test, occlusion test. This was due to a defective upstream occlusion (uso) sensor. Replaced uso sensor and seal. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified that the complaint may be related to a service of the device within the review period.

Event description:
It was reported that the pump is not recognizing the cassette. The event occurred during testing.